Event description:
The customer reported that the system was not saving pt images. There is no report of injury or death associated with this event.

Manufacturer narrative:
The customer cancelled the service call.